Event description:
During a retrospective review of service notifications, it was found that during an unspecified study, the 18l6 hd transducer generated a triple image artifacts on all 6 ports of the system. The reported patient outcome was delay of diagnosis. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report was returned to siemens for evaluation. During destructive analysis, it was found that when touching the junctions on amb b-board, the noise was detected in b-mode. Visual inspection found a triple artifacts on the image. The possible root cause of the reported phenomenon was a transducer hardware fault inside the transducer handle. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference: (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.